Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information: was the staple line complete, but the staples were not formed correctly at the acral part of the staple line?---yes. The staples of the acral part were unformed. Besides, there were some malformed staples on the other part. Ees field quality engineer reviewed the event description and two x-ray pictures. Based on the staple forms observed in the x-ray, it is his opinion that the staple cartridge half and the anvil half were not in alignment when the device was closed on the tissue. When this occurs, staples can miss the staple pockets and anvil on the outer row and staples on the inner row on opposite side of the knife can go into the knife slot. When this occurs, you can get staples on both sides of the knife that do not form at all and a range of malformed staples from just flattened to only one side forming a loop, as well as some with the legs bending in the opposite direction. The obvious malformed staples typically will start to be visible approximately mid staple line and progressively get more deformed as you move distal. The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open lobectomy procedure, although the device was fired without any difficulty, some deployed staples were malformed at the first firing. Also, the acral part of the staple line was unformed. Neoveil was used. Another device was used to complete the case. There were no adverse consequences for the patient.